Event description:
It was reported that pericardial effusion (pe) occurred. The procedure was cancelled. During left atrial appendage (laa) closure procedure was being performed, a versacross connect for laac kit was selected for use. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was an existing small pe near the right ventricle was noted prior to the procedure of unknown cause and the measurement was not noted. The cardiac wall behind the laa was also noted to be thin. Venous access was obtained and transseptal puncture (tsp) was performed in an inferior-mid position using versacross connect transseptal access system. It was noted the versacross radiofrequency wire needed to be moved more than once in order to get into a proper position for transseptal. A watchman sheath was advanced with a 27mm watchman delivery system (wds) and positioned at the laa. The physician attempted three deployments and three partial recaptures of the wds. Before the fourth deployment of the wds, a pe was noted behind the laa and it had quickly grown significantly compared to pre-procedure tee. The wds was fully recaptured and retracted into the right atrium (ra) along with the was. Protamine was given, hypotension was noted, and a pericardiocentesis was performed. When the pericardial effusion was reduced, the procedure was aborted. The patient remains hospitalized and is expected to fully recover. The device is not expected to be returned for analysis. No issues noted with the transseptal puncture (tsp). The versacross device was not inside the patient when pe noted. However, the physician stated the transeptal puncture determined the ability to drive the sheath coaxial to the appendage but does not believe, the versacross device malfunctioned or contributed to patient complication. In the physician's opinion, there was concern with the tsp and also during recapture of the wds as the was was potentially advanced and made contact with the laa wall.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available.